Event description:
The customer reported intermittent monitor functionality, resulting in an intermittent loss of live image. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord. The system operates as intended.